Manufacturer narrative:
The product was returned and the failure mode was confirmed. The following repair and service diagnostic codes were identified based on service request (B)(4): scratches on insulation. Replaced handle. The following was observed: scratches on the insulation. The handle was replaced. This does confirm the alleged failure mode of cracks on the insulation sleeve. Probable root cause: poor autoclave reliability incorrect sterilization/reprocessing procedure handling procedures contact forces product used beyond defined useful life in sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.